Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings coming off the tampon [device breakage]. Half of tampons are upside down in applicator [device physical property issue] . Case narrative: consumer reported via phone that the tampons were upside down in the applicator and the strings of the remaining tampons were coming off. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings coming off the tampon [device breakage]. Half of tampons are upside down in applicator [device physical property issue]. Case narrative: consumer reported via phone that the tampons were upside down in the applicator and the strings of the remaining tampons were coming off. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings coming off the tampon [device breakage]. Half of tampons are upside down in applicator [device physical property issue]. Case narrative: consumer reported via phone that the tampons were upside down in the applicator and the strings of the remaining tampons were coming off. No injury was reported.